Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop pneumonia. The patient was hospitalized in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation.an visual inspection was performed by the manufacturer. The manufacturer found evidence of brown contamination on exterior flip door, of likely external origin and not consistent with originating from a device failure. The device's downloaded event log was reviewed by the manufacturer and found one instance of error code e-74. The manufacturer confirmed the presence of contamination of likely external origin and not consistent with originating from a device failure. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer could not confirm the complaint of water slugs as tubing was not returned. In the initial report clinical symptomps of water to come from nose, recurring cold symptoms, bloody nose, low blood oxygen levels were not mentioned which has been updated and clinical code for the same has been updated in this report. Section d9, g3, h6 has been updated / corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop pneumonia. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).